Event description:
A patient reported that it hurt really bad and it had never happened before. The patient reported she was hopping around like she was on hot coals. The patient turned stimulation off and that resulted in immediate relief of the pain. The patient noted this began when the patient used the patient programmer to the check the implantable neurostimulator (ins) battery. The patient remembered using the patient programmer on button, but did not recall which button on the left side she used to connect. It was reviewed with the patient that potential the ins was off and the patient turned the ins on at that time, but they were not able to confirm the ins status to know. There were no trauma or falls related to the issue. The patient had hurting and painful stimulation which resolved when the stimulation was turned off. Additional information from the patient reported the circumstances that led to the pain and uncomfortable stimulation was they were going to change the intensity of their device and when they turned the on button to the right of the device. The patient stated they felt a strong current to their feet and they were on a dry rug hopping like crazy and doing anything and everything to turn it off. The patient stated the steps taken to resolve the pain stimulation was they were grasping at anything to and everything to stop it. There were no further complications that have been reported as a result of this event. The patient called them on the phone. There were no further complications that have been reported as a result of this event. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor. Additional information received from patient reported that she felt stimulation too much on the left side. The stimulation on the left butt would not go off. She tried to turn off stimulation off with the remote. All she did was put batteries in changing batteries and went to check the intensity and could not seem to turn it off. The first time this happened one month ago and second time was on the day of this call. Patient was instructed to turn stimulation off during the call and she was able to do so while on the phone. Patient stated she did not have it right over the implant when trying to do this before calling. Patient was ok now. It was indicated that troubleshooting resolved the reported issue. The following event is considered a sudden change in therapy/symptoms. Additional information was received from patient. Patient reported uncomfortable stimulation and said their implantable neurostimulator (ins) was shocking them. The patient turned their device off and it was still shocking them. The patient said this has happened three times before, but before it would go away once they turned it off. Stimulation was turned off, but the issue wasn't resolved. Patient was redirected to their healthcare provider (hcp) being that there might be something going on internally and the hcp and/or manufacture representative (rep) could take a look. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they checked their device the night before a trip to nashville and it shocked them and mildly kept on through the night until noon. It made their left side sore as well as trembling because of the shock. Lying and sitting reportedly had to be adjusted accordingly. Consumer turned down the intensity until the shock stopped. This reportedly resolved the issue. Consumer reported this is the 3rd time it shocked while they checked it but the 1st time they could not get it to stop. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that they got shocked whenever look and check batteries or try to increase the stimulation in order for stool to be more formed so as not to soil underwear or to seeping from the rectum. They were always to told to decrease the stimulation until they no longer felt the shock. That was when they got in increase in bowel movements and the stool was loosen. Issues with shocking and bowel movement had been resolved exactly and when it happened than I reported it to company and I was told to call doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient could not "stop the shocking" and was having excessive bowel movements. According to the caller the patient went to check the device the day of the call and that was when the patient felt the shocking. The patient indicated that this had happened several times before when they had gone to change the batteries or check the ins on and off over a year. When the patient turned stimulation off the shocking resolved. The caller then turned stimulation back on and decreased stimulation. The patient was advised to follow-up with their healthcare provider (hcp) if the issues continued. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.